Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone and suggested to perform the isolation check and the perform verification test (pvt) then exercising the unit for 48 hours. Covidien was not authorized to repair the unit.